Event description:
While attempting to screw in the device with slow incremental clockwise rotation resulted in the shaft of the catheter deployment flipping axis as the torque appeared to transmit to the shaft as opposed to only to the leadless pacemaker. Attempting to undo the torque on the shaft was difficult. It was therefore decided to unscrew the device and attempt redeployment. However we noticed that the screw mechanism on the tip of the leadless pacemaker appeared to unfurl, and it was decided to change out the whole system for a new device and sheath. FDA safety report ID# (B)(4).

Event description:
Additional information received for report mw5102320 on 08/08/2022 to add procode pnj.